Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for generator change. Upon interrogation of device, it was discovered that the right ventricular (rv) lead had low pacing impedance. Insulation damage was also noted. The rv lead was capped and explanted on (B)(6) 2021. There were no patient consequences.